Event description:
A portion of the versaport plus bladeless trocar broke off and was retrieved from inside the pt's abdomen. This was during a laparoscopic cholecystectomy. It was seen dropping into the abdomen after an instrument was put through the port. The port and piece that broke off have been secured.